Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient has discomfort at the ipg site due to the ipg flipping in the pocket. Surgical intervention may be undertaken to address the issue.